Event description:
A customer reported an issue with a cartridge alarm 30, confirmed by technical support. The customer's blood glucose was high, but the specific value was unknown, and there was no adverse impact on their blood glucose level that incapacitated them. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and received normal third-party assistance. To resolve the issue, the customer filled and loaded a new cartridge onto the pump, successfully resumed insulin therapy, and the problem was ultimately resolved.